Event description:
A pt reported from her home to the user facility that a part of a medical instrument was left in her vagina following a laparoscopy procedure. The part has not been seen by medical personnel, but pt's description indicates it may be a cone or "acorn" from a cohen intrauterine cannula. The user facility has not noted any missing equipment parts. No specific physician consequences were reported regarding the pt.